Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The back of the header was cut.

Event description:
It was reported that during a normal change out procedure the physician had to use a bone cutter to get access to both the right atrial (ra) and right ventricular (rv) leads as they were unable to be removed from the header of the pacemaker. The physician was successfully able to release the leads. The pacemaker was returned for analysis.